Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that she had the stimulator turned off for eight months due to bladder infections. She found she doesn't need the stimulator anymore and wanted to know if it had to be removed. Reviewed the stimulator is built to withstand the body and if she doesn't want to go through a surgery to remove the device she can leave it in.

Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention, bladder infections. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were calling to turn stimulation off. They said their healthcare provider said they had been retaining urine, which was why they were getting bladder infections. Their healthcare provider instructed them to turn stimulation off for 1 week. Patient was able to turn stimulation off while on the call.

Event description:
Additional information was received from the patient. They reported that the device was intended to treat their symptom of urgency frequency. They did not have bladder infections prior to implant. They stated the bladder infections were related to their underlying condition. The reported bladder infection had not yet been resolved. When asked what steps were or would be taken to resolve the bladder infection, they responded, "bladder scan by doctor and by hospital." They marked both "yes," and "unknown," when asked if the implanted device or therapy caused or contributed to the bladder infections. When asked to explain how it was related, they stated, "retention of urine in bladder." They had not experienced urinary retention prior to the device. Their retention had worsened as a result of the device or therapy. When asked how it had worsened, they reported, "back ache." Catheterization was not their standard of care prior to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.